Event description:
It was reported that while inserting the intraocular lens (iol) into the patient¿s left eye they experienced folding issues and the haptic bent/broke. The iol was inserted and removed during the same procedure. The incision was enlarged. The outcome does not significantly interfere with activities of daily life. The explanted product will not be returned as it was discarded. Reportedly, the patient has recovered. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: information unknown/asku. Implant date, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Explant date, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Health effect - clinical code 4581: this code was used for the reported incision enlargement. Device evaluated by MFR: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.